Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Der states that the tibial tray and 13x30 cemented stem would not thread all of the way down. Doe: (B)(6) 2018. Unknown knee.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: evaluation and manufacturing review of the returned device was unable to confirm the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: product code 158140000, lot number 8672912. Device history batch: (B)(4). Device history review: hr review: product code 158140000, work order 8672912 was manufactured on 17 november 2017. (B)(4) were manufactured per specification and all raw materials met specification. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.